Event description:
Red syringe caps: mfg# n9902r red end cap male/female; manufactured by nexus medical distributed by health care technology, lot 22160; reported that there were 2 instances at (B)(6) hospital bone and joint institute on (B)(6) /2023 where after applying the red cap to a syringe containing propofol, a pinkish tinted color of the white medication at the edge of the syringe where the cap was affixed was described. This does not usually occur. Staff reported the affected caps look to be a darker red color than other lots. All product with this lot was sequestered and not used. No affected product was used in patient care. Reference report mw5116121.